Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display on the insulin pump. Customer's blood glucose level was 233 mg/dl. Troubleshooting for blank display was performed. Customer advised the insulin pump was dropped and started flashing. Customer advised the device did not break but the display screen was blank. Call was dropped during the troubleshooting process.